Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that at check one day post implant of the right ventricular (rv) lead, the threshold had increased and was high. The lead was repositioned. No patient complications have been reported as a result of this event.